Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position and the jaws were open. It was glowing red in the leg and when removed ignited into flame. It would not turn off so staff unplugged it. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot number was unk. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).